Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: a mobile phone recording was submitted with multiple cine runs. In all runs, the catheter seems to have been positioned poorly for arterial engagement, as there is back filling of contrast in the aorta. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that this was an interventional case to treat a patient with unknown information and health history. The patient presented with mi due to occlusions in the lad and cfx arteries. The patient was referred out and accepted for coronary bypass surgery but declined this route. Patient requested pci to resolve their arterial occlusions. Additional clinical and patient information were requested but not provided due to hospital policy. The recording submitted had noticeable poor image resolution, angled distortion, and moiré artifact. Although useful, the recordings did not provide sufficient detail to determine the cause of the reported spontaneous stent inflation. The xience alpine (pro a) stent system requires the use of a connected inflation device to cause expansion. The balloon is not a self-expanding device and is designed to remain low profile until pressurized inflation is activated. The system does not contain any mechanical or chemical mechanism that can independently cause balloon expansion. There¿s reporting of resistance upon withdrawal due to the spontaneous partial expansion. The partial balloon expansion is consistent with incomplete deflation prior to withdrawal. Based on the information provided, the cause of death cannot be attributed to the use of the xience alpine (pro a) stent system, but rather the patient¿s comorbidities. However, the xience stent may have contributed to adverse events, due to procedural factors such as a mechanical interaction with vessel anatomy. The reported spontaneous self-expansion is not consistent with device behavior. The partial expansion is likely the result of operator handling rather than a product-related cause. It should be noted although the patient was suitable for surgery, patient declined surgery. Patient requested stenting of the vessel. The patient, whose right main coronary artery was patent, had high occlusions in three locations in the lad vessel, and the cxr vessel, which was 95% occluded. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure as it is likely the device interacted with the difficult anatomy (heavily calcified, moderately tortuous and 95% stenosed lesion) during advancement causing the reported difficulty to advance. The xience pro a device was removed from the patient and additional post dilation was performed with a balloon catheter. The device was then re-inserted into the patient and advanced to the intended lesion. It should be noted that the re-insertion of the device is against the xience pro a instructions for use (IFU) as movement in and out through the distal end of the guiding catheter should not be performed. Xience proa everolimus eluting coronary stent system electronic instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case, it possible the instruction for use (IFU) deviation related to re-insertion may have contributed to the reported event and will be addressed in the customer requested letter. During inflation at the lesion, leaking was observed from the guidewire exit notch. It is likely that interaction with the procedural guide wire during advancement, retraction and re-advancement in combination with handling and/or manipulation of the device during the reported difficulties caused damage and/or tearing at the guide wire notch. This damage would result in the reported notch leak and subsequent stent activation failure. During removal the account reported the balloon inflated and partially deployed the stent. It is unclear how the balloon inflated; however, the balloon is not a self-expanding device and is designed to remain low profile until pressurized inflation is activated. The system does not contain any mechanical or chemical mechanism that can independently cause balloon expansion. The reported spontaneous self-expansion is not consistent with the xience pro a device behavior. The partial expansion is likely the result of operator handling rather than a product-related cause and is consistent with incomplete deflation or withdrawal while pressurized. During the reported difficult removal, the partially inflated balloon and stent became lodged in the cx ostium. Continued efforts to withdrawal the device were used, including force. The stent and balloon ultimately separated from the shaft and remained free floating within the vessel. The stent and balloon could not be retrieved with a non-abbott catheter and the patient later died. Based on the information provided, the cause of death cannot be attributed to the use of the xience pro a stent system, but rather the patient¿s comorbidities. It should be noted the xience pro a everolimus eluting coronary stent system IFU provides instructions on how to remove the delivery system from the patient, including full deflation of the balloon and leaving the inflation device at neutral or negative pressure: if removal of a stent system is required prior to deployment, ensure that the guiding catheter is coaxially positioned relative to the stent delivery system, and cautiously withdraw the stent delivery system into the guide catheter. Should unusual resistance be felt at any time when withdrawing the stent into the guiding catheter, the stent delivery system and guiding catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. Withdrawal of the stent delivery system / post-dilatation balloon from the deployed stent: 1. Deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10¿15 seconds longer. 2. Position the inflation device to ¿negative¿ or ¿neutral¿ pressure. 3. Stabilize the guiding catheter position and anchor in place. Maintain the guide wire placement across stent segment. 4. Gently remove the stent delivery system / post-dilatation balloon with slow and steady pressure. 5. Tighten the rotating hemostatic valve. The reported patient effect of death is listed in the xience proa everolimus eluting coronary stent systems IFU as a known adverse event of coronary stenting procedures. Based on the information provided, the cause of death cannot be attributed to the use of the xience alpine (pro a) stent system, but rather the patient¿s comorbidities. However, the xience stent may have contributed to adverse events, due to procedural factors such as a mechanical interaction with vessel anatomy. The reported spontaneous self-expansion is not consistent with device behavior. The partial expansion is likely the result of operator handling rather than a product-related cause. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - re-insertion.

Event description:
It was reported the procedure was to treat a heavily calcified moderately tortuous occluded lesion in the right circumflex (cx) artery. The lesion was crossed with a 0.014 non-abbott guide wire. The 2.75x33mm rx xience pro a stent delivery system (sds) was advanced into the patient anatomy. However, failed to cross the lesion. The sds was removed and set aside to be used later. The target lesion was pre-dilated with a 2.0x20mm coronary balloon and the xience pro a was then advanced again to the target lesion. The balloon was pressurized to 10 atmospheres however no dilation was observed, and the balloon could not be inflated. A leak was reported from the guide wire exit notch area. When retracting the sds towards the ostial of the cx region at the left main coronary artery orifice, it was noted that the balloon inflated and deployed 60% in this area. The partially inflated balloon and stent became lodged in the cx ostium. During withdrawal, the stent with balloon separated from the shaft and remained free floating within the vessel. The stent and balloon could not be retrieved with a non-abbott catheter and the patient later died. No additional information was provided.